Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced to accommodate the added two new leads to cover leg pain. No device malfunction was suspected. The patient was doing well postoperatively.